Manufacturer narrative:
Approximate age of device- 1 year, 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for stroke and experienced right middle cerebral artery (mca) stroke. The patient underwent reperfusion procedure. There were no alarms upon interrogation of the device. The clinician stated that the patient's aortic valve opened every beat. The patient's mean arterial pressures (maps) were well controlled on the arterial line at the moment; the goal would be 60-80 mm hg map. To help rule out lvad thrombus, lactate dehydrogenase (ldh) and haptoglobin tests were requested. The patient ldh level was 254 u/l and haptoglobin was 18 mg/dl. The manufacturer's technical service reviewed the log file and found no unusual events.

Manufacturer narrative:
Manufacture's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted log file appeared to show the pump functioning as intended. The patient remains ongoing on heartmate ii lvas. The heartmate ii left ventricular assist system instruction for use lists stroke, peripheral thromboembolic event, and neurological dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.